Event description:
Event description guidant received information that this dual chamber device was in vvi mode pacing at a rate of 50ppm. The patient was incoherent and unable to verbalize. Interrogation of the device indicated it was at end of life. The device will be replaced.